Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via device tracking information form deflation. This record is for the right side. The device was explanted and replaced.

Event description:
Previous medwatch submission noted deflation. Upon additional review, the reason for right side removal is "left side deflation". Abbvie has determined that the event of deflation did not occur for the right side device.